Manufacturer narrative:
The unit was received with blank display and the problem was isolated to lcd board. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify failed battery test alarm due to blank display. No audio or beep anomaly noted. Unit had corroded battery tube, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 150 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were corroded. Customer was advised on how to clear the battery alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.